Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07003 (insufficient component information) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: a DHR evaluation was performed for the finished device, product code: 199725745s, lot number: 402840. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 19-jul-2024, manufacturing site: jabil le locle. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion (l5/s1) degenerative spondylolisthesis on (B)(6) 2024. The surgery was completed successfully with no delay. Immediately after surgery, preoperative symptoms improved, and the patient's progress was uneventful. During outpatient follow-up in (B)(6) 2025, it was discovered that the setscrews in the bilateral l5 spine had come off. The images from the outpatient follow-up in (B)(6) 2025 were checked again, and it revealed that the setscrews had come off at this time already. The patient was experiencing pain, and it is possible that these symptoms were due to mobility resulting from insufficient intervertebral fixation. As there was no disruption to daily life and the patient did not wish for further surgery, no revision surgery is planned, and the patient is being monitored.

Manufacturer narrative:
Product complaint #(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.